Event description:
The affiliate stated the customer reported falsely elevated troponin I (access® accutni¿) results, for seven patients, involving the access® accutni¿ assay used in conjunction with the unicel® dxc 600i synchron® access® clinical system. This report is two of seven referencing the patient on the event date noted. The customer stated the initial elevated result was released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on the same and alternate unicel® dxc 600i system, produced lower results, within the normal reference range. The sample was collected in serum tube and centrifuged between 4,200 and 4,400g (relative centrifugal force) for ten minutes, at room temperature. All system parameters, including quality control (qc), calibrations, and system checks, were performing within assay and instrument specifications at the time of the event. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access® accutni¿ device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the event could not be determined with the available information. All related medwatch reports associated with this incident: 2122870-2014-00062, 2122870-2014-00063, 2122870-2014-00064, 2122870-2014-00065, 2122870-2014-00066, 2122870-2014-00067, 2122870-2014-00068.